Manufacturer narrative:
The stent remains in the pt. The lot number was provided. The lot history record was reviewed and there are no non-conformances associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: multiple neurological events. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt began to experience transient ischemic attacks. The symptoms included confusion, speech difficulties and numbness to his hands and legs. The first event occurred approximately three hours post procedure and lasted 5-10 minutes. About two hours after this, another similar event occurred lasting only 5 minutes. Neurology was consulted and an MRI was done showing no acute event. One day post procedure, the pt was discharged to home, symptom free. However, later that day, while at home, the pt experienced another transient event which lasted about 50 minutes and required a new hospitalization. A head CT was done and was negative. The pt did well without further symptoms and was discharged to go home, two days later in stable condition. Although requested, there is no add'l info available. Study event.